Event description:
It was reported that a malfunction alarm occurred with a fault code. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service provided information for resetting the pump, and the caller successfully reset it without recurrence of the alarm. The customer was advised to continue using the pump and to contact support if the issue recurred, which was acknowledged and understood by the caller.